Event description:
Caller states, the lancet protrudes from the multiclix lancet device, when the drum is inserted. No adverse event reported. Requested return of suspect device and replacement was sent.